Manufacturer narrative:
The bicarbonate liquid reagent lot number was 92066901 with an expiration date of 30-jan-2027. The calibration and qc were acceptable. The alarm trace showed abnormal aspiration (sample pipetter) and sample short alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found that the vacuum tubing was torn and the rinse water level for the cuvettes was low. He trimmed and reattached the vacuum tubing to rinse nozzles, adjusted the gear pump, and adjusted the rinse water level for the cuvettes. He then performed mechanical checks and precision studies, and they were within specifications. The fse verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was related to a hardware issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bicarbonate liquid assay on a cobas c 303 analytical unit. Initial result: 36 mmol/l. The initial result did not match teh patient's clinical picture, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 24 mmol/l. The repeat result was deemed to be correct.